Event description:
Insertion of portal catheter in right subclavian. Unable to access it attempts made by md and residents. Catheter removed and replaced. Catheter from first portal catheter remains in subclavian vein.